Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated a falsely high sodium result for one patient sample. The result was not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that the twice weekly maintenance is usually performed on tuesdays and fridays; however, the maintenance was not performed on friday. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to perform the twice weekly maintenance, and to run 20 replicates on a random sample on all electrolytes. Customer successfully calibrated the instrument and performed a precision run, which passed specifications. Therefore, a service request was not generated since the precision testing was acceptable. Customer has not called back to report any further issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).